Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) in regard to a patient receiving gablofen 500 mcg/ml at 119.94 mcg/day via an implantable infusion pump. The other medications the patient was taking at the time of event included ibuprofen and emla cream. The patient has allergies to cefprozil. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. It was reported that there was a suspected pocket fill occurred at a refill on (B)(6) 2015. The patient noticed swelling over the pump site and there was palpable fluid over the pump. The patient experienced numbness and tingling in their legs overnight and experienced nausea. The onset of symptoms was considered suddenly. The swelling has disappeared; just a little bit of it is left. The tingling is also gone and 90% of the nausea was gone at the time of report. The patient was given 20 mg po baclofen for the symptoms. The hcp aspirated the reservoir already, and it was reported they got 40.5 ml back from the reservoir. It was noted that the catheter sits over the pump, so another hcp had to hold the catheter out of the way while the hcp aspirated the reservoir and cap (catheter access port). The cap was easily cleared. The hcp was in the middle of a dye study and injected 10 ml of dye, but at the time of report the hcp was not seeing where it was going. The hcp has taken a/p, lateral, and 360 viewed but cannot locate the dye. The radiology hcp was questioning whether the dye could go retrograde and got pushed into the reservoir. No drug was seen between the catheter and pump. The ap view looked darker over the area of the battery location in one of the x-rays. It was reviewed that there is a possibility the dye was sitting on the top of the pump. The patient's managing physician planned to remove the filter from the cap kit and will inject the dye that way. After doing so, they still were not able to see dye. They planned on accessing the reservoir and pull 5 ml of fluid from the pump to take a picture of to see if the reservoir contains dye. Additional information received from a healthcare professional noted that catheter was noted across the top of the pump back in (B)(6). The results of the dye study performed on (B)(6) 2015 were unable to be determined, it was noted that there was possible slight fluid around pump. The actions/interventions taken to resolve the issue was a scheduled meeting to discuss a possible explant. The catheter/pump issue and patient symptoms were not resolved. Additional information requested to confirm if a pocket fill occurred, if the pump was overfilled, and to determine the cause of the catheter sitting over the pump. If additional information is received, a follow-up report will be sent. Refer to MFR report number 3004209178-2015-24898 for pump event.